Manufacturer narrative:
(B)(4) stent migrated. (B)(4) stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted to treat a stricture in the distal bile duct during a stent placement procedure performed on (B)(6) 2014 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical study. The patient was diagnosed with chronic pancreatitis on (B)(6) 2014. The etiology of the patient's chronic pancreatitis was alcoholic and the chronic pancreatitis was calcific. The patient was a candidate for the surgical alternative to stenting. The patient's gallbladder was present at the time of enrollment. The patient was admitted to the hospital on (B)(6) 2014 and was discharged on (B)(6) 2014. A pre-study stent placement magnetic resonance cholangiopancreatography (mrcp) was performed and revealed a distal biliary stricture. Baseline liver function tests were conducted on (B)(6) 2014. A baseline assessment of biliary obstructive symptoms was performed on (B)(6) 2014 and the following symptoms were identified: fever/chills, dark urine, pale stools. A biliary sphincterotomy was performed during the stent placement procedure. No additional intrahepatic strictures were observed. A pancreatic stent had not been previously placed. Prophylactic antibiotics were administered. According to the complainant, the initial stent placement procedure was performed on september 15, 2014 and was completed as an inpatient procedure. During the stent placement, a 10mm x 60mm wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. An assessment of biliary obstructive symptoms was performed on (B)(6) 2015 and no symptoms were identified. Liver function tests were also conducted on (B)(6) 2015. On (B)(6) 2015, the patient underwent a per-protocol 12 month stent removal procedure. During the procedure, it was found that the stent was occluded with sludge, tissue overgrowth, and tissue ingrowth. The stent was embedded within the tissue. It was also noted that the stent had a partial distal migration. The migration was reportedly not due to stricture resolution. It was noted that the proximal part of the stent could not be removed due to ingrowth/overgrowth. At that time, a second 10mm x 60mm wallflex biliary rx fully covered stent was implanted inside of the proximal portion of the indwelling stent. In addition, sludge removal was performed. There were no patient complications reported as a result of this event. There were no associated adverse events reported.